Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that a primary cell implantable neurostimulator was implanted and the battery went dead within a couple of days, so they replaced the implantable neurostimulator. This had occurred in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.